Manufacturer narrative:
Unit received with blank-flashing white lcd. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay and peeling end cap address label.

Event description:
The customer's family reported via phone call that the insulin pump had a flashing display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the display did not return. The insulin pump will be returned for the analysis.